Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the eval once it is completed. (B)(4).

Event description:
A report was received alleging that the tracheostomy tube cuff was unable to be re-inflated after 3 days in situ. Emergent replacement of the tracheostomy tube was required. No incident related medical sequela was reported.